Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultra 2 meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the subject meter began reading inaccurately one night about 2-4 weeks prior to contacting lfs, in (B)(6) 2018, when he obtained an alleged inaccurately high blood glucose result of ¿340 mg/dl¿. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that he has a ¿heart problem¿ and manages his diabetes with insulin (no adjustments). He reported that after obtaining the alleged inaccurate result, he administered his usual dose of 12 units of insulin. He reported that one to two hours later, he became a ¿little shaky¿. He stated that because it was already evening he did not do anything about his symptom. He indicated that the next day, he went to emergency room (ER) where laboratory tests were performed to check his heart problem and blood sugar. He stated that he was advised that his blood sugar was ¿high¿. He also reported that while at the ER, he experienced ¿palpitations and high blood pressure¿ and was given insulin (unknown type and quantity) to treat his symptoms. He indicated that the healthcare professionals provided a new prescription to increase his insulin from 12 units to 14 units. At the time of troubleshooting, the cca noted that the subject meter was set to the correct unit of measure. The cca documented that the patient¿s test strips had been stored correctly but had expired at the end of (B)(6) 2018. The patient did not have control solution to test the meter and test strips and education was provided by the cca on its¿ use. Replacement products, including control solution, were sent to the patient and the patient was advised to contact lfs again when his supplies arrive to walk through a control solution test. Although the patient¿s reported symptoms of palpitations, and the medical intervention he received, are consistent with the elevated results reported, this complaint is being reported because the patient also reportedly developed a symptom which might indicate a low blood glucose excursion, i.e. Shaky, after obtaining an alleged inaccurately high blood glucose result on the subject meter and injecting insulin.